Event description:
It was reported that the 9800 system had an iris potentiometer error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The fluoro functions board and cable were installed during the service call. The system was tested and found to be working as intended and put back into service.